Event description:
It was reported that during testing, the device would charge defibrillation energy very slow. The customer stated that the device took approximately 42 seconds to charge to 360 joules. The reported failure would cause a substantial delay in defibrillation therapy, if needed on a patient. The device also logged several event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.